Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system image quality was degraded to the point where the system was unusable during a case. The system had to be removed and the procedure was completed with another system. No patient injury was reported.